Event description:
It was reported that the camera head had a disconnection issue. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The evaluation found that there was no image output, cable flooding, and imaging flooding. Based on the results of the investigation, it is likely that the following led to the malfunction: cable disconnection: the cable was presumed to have been broken from the cable twisting, there was no image output due to internal flooding of the cable and imaging. A probable root cause cannot be identified. A device history review found no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): for phenomena 1 to 4, the IFU (gt3473_12) of the subject product otv-s7proh-hd-l08e was checked. There was no abnormality. -is the reported risk/harm listed in the IFU? Warning is stated regarding phenomena 1 to 4. (Refer to the relevant section of the IFU) -was it used by the IFU/label? It could not be determined from the complaint information whether it was used following the IFU. -does the IFU/label need to be revised, or is there an issue with translation, wording, or graphics? No need to be revised. Endoscope image disappearance and freezing (warning) ·when the camera cable is straightened out, a portion of the camera cable may be in a loop of about 10 cm or less. ·when a loop of approximately 10 cm or less occurs, do not pull the camera cable by force, but release the loop while rotating the camera head and gradually straighten it out. Forcibly pulling on the loop may apply strong force to the camera cable, which may cause the camera cable to break. ·when wiping the outer surface of the camera cable, do not rub the camera cable hard. There is a possibility that the camera cable may break. ·the endoscope should be operated by holding the camera head, not the camera cable, during use. There is a risk that the camera cable may break. ·do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break. ·do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. ·do not bump or drop the product. Water leakage may cause damage to the product's internal electrical circuits. ¦chapter 4 usage (warning) ¿if the endoscopic image or function is abnormal and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such a product may cause injury to the patient, bleeding, or perforation! ¿if, for some reason, the endoscope image disappears or does not return from the frozen state during endoscopy, and you do not know how to recover, turn off the otv-s7pro and then turn it on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the otv-s7pro, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to discontinue its use. It is very dangerous to leave the endoscope inserted in the patient when the image disappears or when observation is not possible, or to pump air/water, suction, or perform procedures. If you are using various types of instruments, withdraw them in the safest way possible before withdrawing the endoscope. In addition, always have a spare product available during the procedure to avoid interruption. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to inform correction/updates in the initial MDR submitted - please refer in the following fields, please see below: olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented based on corrected & updated information. .